Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 77 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).